Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician activated the foot pedal of the cautery unit; however, the handle of the snare shocked the hand of the nurse holding it. Another nurse tried but her hand was also shocked. It was reported that there was a slight burn mark left in the hands of the nurses. The burn was not severe and not known if it was treated. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Investigation results visual evaluation of the returned product found no anomalies. Electrical resistance testing was performed and resistance measured at 14.3 ohms, which is within specification. The complaint was not confirmed. The returned device showed neither evidence of the alleged issues, nor any defect which could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician activated the foot pedal of the cautery unit; however, the handle of the snare shocked the hand of the nurse holding it. Another nurse tried but her hand was also shocked. It was reported that there was a slight burn mark left in the hands of the nurses. The burn was not severe and not known if it was treated. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.